Event description:
It was reported that "dual lumen power PICC catheter, with the kit whole and complete, after the ultrasound-guided puncture the guide wire was inserted inside the needle. The introduction occurred normally, when the needle was removed consequently only the guidewire would remain, but the needle "merged" with the guide and did not come out still inside the vessel, the customer had to remove the guide wire attached to the needle, losing the puncture. When trying to remove the metallic guide from the needle, now outside the patient, the guide started to come loose, dissolving as unevenness (unrolling), being unable to new use. The customer chose to use a new catheter."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 0.018 in. Nitinol guidewire in a plastic hoop. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire the weld tip of the wire was missing and could not be accounted for during the evaluation normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The product IFU states: ¿if the guidewire must be withdrawn while needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "dual lumen power PICC catheter, with the kit whole and complete, after the ultrasound-guided puncture the guide wire was inserted inside the needle. The introduction occurred normally, when the needle was removed consequently only the guidewire would remain, but the needle "merged" with the guide and did not come out still inside the vessel, the customer had to remove the guide wire attached to the needle, losing the puncture. When trying to remove the metallic guide from the needle, now outside the patient, the guide started to come loose, dissolving as unevenness (unrolling), being unable to new use. The customer chose to use a new catheter."